Manufacturer narrative:
This issue will be reported in an abundance of caution due to the allegation that the user was hospitalized due to the incident. Multiple attempts for additional information were made, without success. There was no indication if any injury occurred just that the user was hospitalized. Due to the reporter being unresponsive no return of the device could be requested. Based on the available information the underlying cause of the lifting tipping over during a transfer of the user couldn¿t be determined. The device was over 8 years old at the time of this issue. This device was manufactured by invacare invamex. The user was within the 450-pound weight capacity of the device. The manual for the device has the following statements that maybe relevant to this issue. ¿regular maintenance of patient lifts and accessories is necessary to assure proper operation.¿ ¿the legs of the lift must be in the maximum open position and the shifter handle locked in place for optimum stability and safety.¿

Event description:
The reporter provided a 3500a medwatch form which stated the patient lift was being used to transfer the user from a bed to a broda chair. They stated the user was properly positioned in the sling and the sling was properly attached to the lift. They stated the user was positioned over the chair when the lift tilted to the side and flipped over to the floor. They stated the user was hospitalized. They didn¿t provide any further details regarding the injury.

Event description:
The reporter provided a 3500a medwatch form which stated the patient lift was being used to transfer the user from a bed to a broda chair. They stated the user was properly positioned in the sling and the sling was properly attached to the lift. They stated the user was positioned over the chair when the lift tilted to the side and flipped over to the floor. They stated the user was hospitalized. They didn¿t provide any further details regarding the injury. Additional information received on 11/27/2023 received response from veterans affairs. They stated the user was hospitalized with a right forehead laceration including subdural hematoma and subarachnoid hemorrhage. They stated two cna¿s were transferring the user to a broda chair with one lift leg under the chair and another behind the chair. They stated the control rod on the left side was damaged after the incident. They stated the lift had no visible damage prior to the incident. They were unable to provide any pictures. They were unable to provide any identifying information on the sling. They stated the lift was inspected prior to this incident on (B)(6) 2023 and no issues were found. They were unable to clarify whether the legs were entirely opened during the incident.

Manufacturer narrative:
Additional information was received on 11/27/2023 from veterans affairs. The additional information provided indicates the user sustained serious injuries during the incident. Multiple additional attempts were made to obtain a return of the device, without success. If further information becomes available a follow up medwatch will be filed.